Manufacturer narrative:
Reported event: an event regarding altr/abnormal io level involving a accolade stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported to stryker by health canada that: "patient received a hip replacement in (B)(6) 2019 and began suffering increased pain within 1 year. Patient made numerous complaints over 4 plus years. Eventually, patient was diagnosed with a rusting femoral head causing inflammation, high metal ion count, pain and tissue damage." Health canada incident ID# (B)(4).

Event description:
It was reported to stryker by health canada that: "patient received a hip replacement in (B)(6) 2019 and began suffering increased pain within 1 year. Patient made numerous complaints over 4 plus years. Eventually, patient was diagnosed with a rusting femoral head causing inflammation, high metal ion count, pain and tissue damage. " health canada incident ID# (B)(4).

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.